Manufacturer narrative:
Correction: b3 additional information: b5, g1, g2, h10 clinical statement: there is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a dialysis patient tried home dialysis in the past and got an infection. Upon follow-up, the patient¿s clinic reported that the patient had transferred to a davita clinic that was closer to the patient¿s home. The clinic did not have any information related to the reported infection. Attempts to contact the patient were unsuccessful. It is unknown what type of infection the patient was referring to in the statement. It is unknown if the patient was utilizing fresenius product at the time of the infection. There is no allegation of a fresenius device malfunction or deficiency associated with the reported infection. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient tried home dialysis in the past and got an infection. Additional information has not been provided.